Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure complaint. No timeouts or drive stalls were observed. The download data showed that the pod delivered more than 200 pulses programming multiple immediate bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. The exposed portion of the soft cannula was observed to be shortened, with the length measuring 0.8495 inches from the nailhead. The timing and cause of the observed cannula damage could not be determined. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s936usqs7bylr hardware: sm-s936u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 397 mg/dl while wearing the pod between 24 and 36 hours. While the patient was reporting this pod for high blood glucose levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition, when the pod was removed, the cannula was found to have deployed but was shorter than normal in appearance. The pod was removed.